Event description:
During mattress inspections conducted in accordance with vha safety alert al24-01, 3 hill-rom envella rental beds were found to be compromised. 2 had damaged seems, 1 was stained with body fluids. Vendor contacted for replacement. Reference report #mw5161458, #mw5161460.